Event description:
A surgeon reports that a pt described seeing shadows 3 to 4 days postop following intraocular lens implant surgery. No other symptoms were reported. Additional info has been requested.

Event description:
The pt noticed the shadow two days following implantation of the intraocular lens. The symptoms persist.